Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage, and stretching. The analyst commented that the breach due to stretch/pull/overstress occurred at distance 35cm and prevents electrical testing. Destructive analysis was performed to complete visual inspection of distal conductor. No fracture was observed.

Event description:
It was further reported that the rv lead was suspected for possible fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.